Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a potential for a difference between sensor glucose vs blood glucose was out of limit. Customer reported receiving a calibration not accepted alert. Customer reported receiving a change sensor alert. The customer reported no adverse event. The event involved product(s) sensor mmt-7040a. Troubleshooting was performed. The blood glucose value was 120 mg/dl, and the sensor glucose value was 54 mg/dl at the time of the event. The average sensor glucose vs blood glucose difference was 75%.customer stated the insulin delivery was not suspended. However, the discrepancy between sensor glucose vs blood glucose which was not within range. The sensor was not securely taped to skin and was not still in place. No harm requiring medical intervention was reported. The customer will continue use of the device. Product return for sensor mmt-7040a is not expected.

Manufacturer narrative:
Sensor carelink additional investigation was performed for sensor error-cal error/calibration not accepted. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for sensor error-change sensor/bad sensor. Change sensor due to 1khz eis logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.